Event description:
The customer reported that the unit failed the defib and pacer test. It also showed a charge shock failure.

Manufacturer narrative:
The customer reported that the unit failed the defib and pacer test. It also showed a charge shock failure. The unit was evaluated at philips, and the failure was verified. Replacement of the therapy pca resolved this reported failure.